Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event. It was not specified whether the patient had an allergic reaction to the device's material or whether the post-op procedures were not adequately followed.

Event description:
On 11/10/2025, it was reported via email by arthrex regulatory that after reviewing a clinical study published in 2013, they discovered that a patient's total knee arthroplasty caused an infection. Following a procedure using the ibalance hto system, it was noted that a postoperative infection treated with the administration of intravenous antibiotics and did not require surgical intervention.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.